Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer¿s high blood glucose level was 505 mg/dl. Customer treated their high blood glucose level via manual injection. Customer¿s low blood glucose was 64 mg/dl and they treated via food. Customer advised they made mistakes because they ate too much food and then gave a manual injection without using the proper insulin formula.